Manufacturer narrative:
Note: no details are available at the moment regarding revision surgery and products involved.

Event description:
Revision surgery was performed following glenoid components mobilization. The stem was well-integrated, this suggests that the mobilization was not septic. The primary date is unknown. Note: no more details are available at the moment

Event description:
Revision surgery was performed following glenoid components mobilization, probably about 2 years after the primary surgery. The stem was well-integrated, this suggests that the mobilization was not septic. The exact primary date is unknown.

Manufacturer narrative:
Corrected data: date of explantation (revision date) is 10 may 2022; event description. Additional information: reference of the product. Cinical evaluation of the xrays received. Clinical evaluation performed by medical affairs department. Revision in a reverse shoulder arthroplasty in a female patient probably 2 years after index operation. From radiographic images, a macroscopic mobilization of the baseplate from the bone is visible. The surgeon decided therefore to transform the artificial joint into a hemi prosthesis keeping the stem in place as it was well fixed. The causes of the mobilization cannot be determined with the informations at hand.